Event description:
The pump and catheter were returned to the manufacturer from a funeral home for disposal only. The return paperwork did not suggest or question a malfunction. The hcp was contacted and reported that the patient died of natural causes. The pump and catheter underwent routine analysis. The system was used to deliver morphine sulfate.

Manufacturer narrative:
Final pump analysis revealed - no anomaly found; normal device function. Final catheter analysis revealed a reliability non-conformance - hole in catheter caused by the pump connector pin. The catheter had a hole located at the end of the pump connector metal pin.